Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The patient complaint of right si joint pain after implant. Patient is convinced the ins is causing her pain. The doctor is going to move the pocket to the opposite side. It was reported surgical intervention is planned but not yet scheduled. The issue was not resolved at the time of this report. There were no further symptoms or complications reported or anticipate.